Manufacturer narrative:
(B)(4). Date sent: 10/14/2015. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when rotating the rotation knob is "grinding" and has resistance. Clips fell out of the jaws or crisscrossed. Finally was able to get enough "good" clips out of the gun to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # m92442. The analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be yielded. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the knob was rotated and it worked as intended, however there was a noise while the knob was manipulated. Then, the device was cycled and it fed, retained and formed the remaining clips as intended; it is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what may have caused the reported incident of the resistance on the rotation knob. No incident related to the reported event was observed during the batch record review.